Event description:
It was reported that the patient received therapy from device. The ICD reported an output anomaly and possible lead damage. Lead abrasion suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.